Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (300 mg/dl). Customer stated elevated bg's may be due to having the flu. Customer was unsure, but stated bg levels were stabilized via a bolus with the pump or through manual injections.